Event description:
Customer reported via phone, she had experienced a couple of low blood glucose episodes. Customer's blood glucose was 40 mg/dl, current was 79 mg/dl. Customer stated her blood glucose had dropped randomly multiple times. Troubleshooting was performed and it was found the drive support cap was normal. Customer was not admitted for medical treatment. Call was disconnected and troubleshooting was not finish. Customer stated she had high blood glucose and she adjusted her setting herself and blood glucose had been stable until recently. Customer didn't agree to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.